Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having problems breathing and believes that it is being caused by their implantable cardioverter defibrillator (ICD). The patient reported feeling as if their ICD pocket is hurting. No intervention steps were reported. The patient is a participant of the wrap-it no further patient complications have been reported as a result of this event.